Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, troubleshoot the system and verified the problem. Found that the system had a door open message on the pendant when doors were closed, thus preventing the system to dock. Realigned the upper right door switch and verified proper functionality with the door open message now cleared. Verified that the system now docks with no problems. No further issues found system returned to service. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that they were unable to open the gantry while it was around a patient. They had tried using the manual door open procedure but were not making progress with finding the whole for the pin. They tried using the yellow button open procedure but they said nothing was happening. Site went back to trying to manually open the gantry and was eventually able to find the hole. Site continued to open gantry. There was no patient impact reported.